Event description:
The pt presented with symptoms of right hemiplegia and slurred speech due to thrombolytic stroke in the left internal carotid artery (ica) and left middle cerebral artery (mca). Angiography revealed a "t occlusion" in the left ica and mca. The ica was successfully treated with thrombolytic therapy and balloon angioplasty, but there was minimal perfusion to the mca. The physician decided to place stents into the mca. Two stents, including the subject device, were placed resulting in flow to the proximal mca and the superior angular branch but persistent opacification of the interior angular branch. At this point, the pt suffered a seizure and the physician decided to stop the procedure. A post procedure CT scan revealed a hyper-acute left hemisphere stroke in the frontal and temporal lobes. A CT scan the following day confirmed these findings and revealed a right frontal lobe stroke that the physician stated was "most likely related to embolism from persistent atrial fibrillation". The pt remained intubated in intensive care and subsequent neurological eval established a poor prognosis. The family requested withdrawal of support six days post procedure, and the pt died the following day.

Manufacturer narrative:
Other for no allegation of device malfunction or nonconformance.